Event description:
The customer originally reported that the device jaws could not be re-opened during a urological procedure. The device was not applied to tissue when the jaws could not be re-opened. The surgeon opened another instrument and completed the procedure. There was no pt injury. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.